Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted to treat end-stage degenerative joint disease of the left knee. The patella was resurfaced, and competitor cement x 2 was utilized. There procedure was completed without reported complications. Patient received a revision of the left tka due to pain, walking difficulty, and loosening of the tibial component. Upon entering the knee, the surgeon encountered and removed large joint effusion. The tibial was noted to be grossly loose at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well-fixed and not revised. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor products. The procedure was completed without reported complications. Doi: (B)(6) 2014; dor: (B)(6) 2019; left knee.